Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported ¿ black screen and no image¿ issue was confirmed. The investigation additionally confirmed an e311 (scope communication error). The no image and e311 issues were found to be the result of a faulty video cable. The root cause of the cable failure could not be determined, however, it was likely the result of customer handling. The event may be prevented by following the instructions for use which state: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable¿. In addition, the following non-reportable malfunction was found during the device evaluation: - cable flooding olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during procedure, the hd autoclavable camera head had black screen and no image. Subsequently, the intended procedure was completed with a similar device with no delay. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.